Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced lead migration due to significant falls. Reportedly, lead migration was later confirmed via fluoroscopy and the paddle lead had migrated completely out of the epidural space. Reprogramming and system diagnostics revealed low impedances on four contacts, surgical intervention is pending to address the issue.